Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
A distributor contacted technical service to report that the s4 device powers off by itself and does not transmit any signal. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.